Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the patient had spoken to their healthcare provider (hcp) over the phone and were contacting their manufacturer representative (rep)/patient services over the phone as well. The patient was not sure of the circumstances which led to the issues and they had subsided on their own without steps taken to resolve the issue. When ask if the issue was resolved the patient noted "more or less, yes".

Event description:
Patient reported that she "was not having a lot of luck" with her therapy. She was placed on program 3 and had gradually bumped up at the amplitude since implant. She had anxiety about having accidents especially during a run or race. It was indicated that she did not feel stim but occasionally felt electrical feeling in upper thigh. It usually happened while she was exercising. The event occurred since implant. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.